Event description:
It was reported that pump experienced malfunction with code 12, with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from support, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if problem happened again.